Manufacturer narrative:
Date is estimated; month and year are valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they didn't know if their "machine" was "working" but they were having horrible problems trying to get their bladder to work/to empty their bladder, especially at night. The patient stated the nights were the worst and that it was keeping them from sleeping because they kept having to get up to go to the bathroom. The patient confirmed urinary retention is part of their underlying urinary dysfunction and it wasn't as bad as it was before the implant, but the past 10 days to 2 weeks (patient confirmed in (B)(6) 2023 their symptoms had gotten worse. The patient denied having a trauma or fall that would have led to the issue. The patient stated they currently didn't have a managing health care provider (hcp) for their implanted system and that they saw their internist. The patient stated they were going to call them after the conversation with patient services to schedule a consult with urology. Patient services offered to send the patient hcp listings as well. The patient wanted to change their settings and patient services reviewed therapy expectations as well as stimulation and programming considerations. The patient stated they'd tried a few programs but they weren't able to go any higher than the level of settings they'd already tried on either of those programs because it would be painful. The patient opted to switch to a new program. The patient increased the stimulation to where they felt the stimulation in their bike-seat region but they also stated they felt it at the ins site and that it "extended down" to their "butt" (the bike-seat region.) The patient stated when they'd felt the stimulation that way and they knew they would start having problems. Patient services reviewed it wouldn't be expected for the patient to feel the stimulation at the ins site and that they should try to find a setting where they just felt it in the bike-seat region, so the patient decreased the stimulation a bit, but to where they no longer felt the stimulation at all. The patient wanted to leave the stimulation at that level. Patient services sent the patient hcp listings and redirected the patient to follow up with a hcp. The patient was going to monitor their symptoms now that a change had been made and increase the stimulation level again if they felt that their current setting wasn't high enough. The patient was also going to make an appointment with an hcp to discuss their symptom concerns and to check the implanted system. The patient's relevant medical history included the patient was forgetful while on the call and trailed off during the conversation and the patient stated it was because of their brain tumor.

Event description:
Additional information was received from the patient. They reported that by stating they "didn't know if their machine was working" they were indicating that they were experiencing a device concern. The patient stated the cause of the stimulation felt at the ins site and extending downwards was not determined. The likely cause was noted as "stimulator not working properly? Unknown" and the steps taken were "I thought I found a doctor who specialized in the medtronic implant, doctor just closed practice, will probably have to go out of area over 100 miles." The patient reported is issue has not yet been resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.